Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.